Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There were no issues identified in the pump. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested, and examined using a microscope. The cylinder had wear at the fold in the middle of the cylinder body; a leak was present at the corner of the fold. The cylinder was not pressure tested due to the leak that was identified. The cylinder kink resistant tubing (krt) was worn down to the filament. Product analysis confirmed the reported event. Updated pump analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. No leaks were found. The pump was functionally tested and did not pass the activation test 2 and 3. Product analysis identified pump malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There were no issues identified in the pump. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested, and examined using a microscope. The cylinder had wear at the fold in the middle of the cylinder body; a leak was present at the corner of the fold. The cylinder was not pressure tested due to the leak that was identified. The cylinder kink resistant tubing (krt) was worn down to the filament. Product analysis confirmed the reported event.